Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that a pd patient was hospitalized on (B)(6) 2021 for drain complications during continuous cyclic pd (ccpd) therapy on the liberty select cycler due to a malposition of their pd catheter (not a fresenius product). The patient was found to have covid-19 and their condition worsened during this hospital stay. The patient was intubated, mechanically ventilated, and placed in the intensive care unit (ICU) as a result. It was reported the malposition of the patient's pd catheter was corrected during this admission. There was no report of the patient experiencing a hernia, an infection or any other serious injury that could potentially cause or contribute to the malposition of their pd catheter. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during the admission. The patient is recovering from a difficult hospital course and awaiting discharge. It was confirmed the patient's covid-19 diagnosis was unrelated to pd therapy. Additionally, it was affirmed the malposition of the patient's pd catheter, the resulting drain complications and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).